Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The implants were 425cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/03/2019, the device evaluation was closed, however, it was erroneously omitted to be reported. The actual device evaluation is: during visual evaluation of the sample, it was observed a crease in the posterior aspect. Within a crease, a tear was found measuring approximately 0.4 cm. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. On (B)(6) 2020, mentor became aware that the date of implantation was reported incorrectly. The actual date of implantation was (B)(6) 2003. In addition, the device was erroneously reported as discarded in the initial report, however, the device was received on 11/11/2019 as was previously reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with unspecified saline mentor breast implants and experienced symptomatic bilateral deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implants 500cc on (B)(6) 2019. This medwatch is for the left breast implant.